Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when she charges the implant battery would only last one day. The patient stated this had been happening for the past couple of weeks and her charge used to last a few days. No programming changes were noted and the patient didn't have any traumas or falls. The patient was directed to follow-up with their healthcare provider to have the implant checked. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the steps taken to resolve having to charge every day was to make an appointment. Some adjustments were made, and for now the issue has been fixed. There were no patient symptoms or complications reported.